Event description:
During a tavr procedure, two valves had to be implanted to resolve regurgitation. The first valve was deployed in a 60:40 aortic/ventricular (a/v) position, resulting in moderate paravalvular leak (pvl). Post dilation was performed with the nova flex+ delivery system an additional 1cc (18cc); this resulted in central leak. Overall the patient had combined central and paravalvular leak resulting in moderate ai. The decision was made place a second valve within the first valve. After the second valve was deployed in the same position (60:40 a/v) the moderate pvl was reduced to mild and the central leak disappeared. As reported, the valve was fully expanded and the annulus was re-measured after the case and the same area was measured. There was less calcification than normal with this valve, and there was some discussion that the lack of calcium may have contributed to the ai, and there wasn't enough calcium to get a good seal. By CT, the native annulus measured 20mm x 24mm with an area of 369mm2. There was mild native valve calcification, moderate leaflet calcification and no root calcification. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, post dilation with extra volume contributed to the central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.